Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to bacteremia and vegetation. The organism was indicated to be enterococcus faecalis. No further patient complications have been reported as a result of this event.